Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was in the hospital, episodes of undersensing were observed. The patient coded at the time the episodes were recorded. Programming changes were made. The patient was sedated and stable.